Event description:
The report from the voluntary medwatch indicated that: a pt was undergoing a procedure to a heavily calcified and stenotic rca. The physician was "pushing with quite a bit of effort" because of the calcification. It was noted on fluoro that part of the stent had started to strip off the balloon. The stent delivery system (sds) was retracted just to the guide catheter (not into it), and the guidecatheter, ds and wire were withdrawn to the sheath. The wire and the guide catheter were removed. Resistance was encountered at the level of the sheath at the iliac artery. It was noted on fluoro that the stent had stripped off just outide the sheath. The physician searched under fluoro for the stent, but discontinued searching when the pt experienced dicomfort and has st segment changes. A new sheath was put in, and a taxus 3.0 x 12mm stent was deployed to the mid rca. The physician determined that the stent must have gone into the right femoral artery.